Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that her son's onetouch ultralink meter has a cracked display. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother reportedly discovered the alleged issue on (B)(6) 2012 at 9:05am. According to the csr's documentation, 16 hours prior to discovering the reported display issue, the patient reportedly was experiencing unspecified symptoms of "low blood glucose". The patient's mother, however, denied her son received any form of medical intervention/treatment after the alleged issue was discovered. During troubleshooting, the csr noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. A replacement meter was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue was discovered. However, this complaint is being reported because, the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.